Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed on material 70001b-07t because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd texium closed male luer had leakage. The following information was provided by the initial reporter: we have received another report of a leaking bd low sorbing secondary set smartsite needle-free valve bag access port ref # 70001b-07t. Unfortunately, the lot# was not able to be obtained. The event happened on 3/19/2026. I do not have any pictures of the event. It was again noted on a doxorubicin infusion for chemotherapy.